Event description:
It was reported that the patient presented for follow up after it was discovered that the implantable cardioverted defibrillator was unable to communicate via radiofrequency (rf) telemetry due to an anomaly. Rf telemetry was restored after the device was interrogated by a programmer. There were no patient consequences.